Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient was hospitalized for angina. A computerized tomography (CT) scan showed an inferior lobar thrombosis on the same side as the cardiomems sensor. The physician thought the thrombosis may have been related to the cardiomems sensor.